Manufacturer narrative:
Additional information: based on the received information, it appears that the active electrode has been damaged due to device minute mobility. However, as the patient is developing well, the parents have decided to keep the device implanted. The case will be closed for now, and can be re-opened if further problems occur.

Event description:
The patient has 7 viable electrode channels with the cochlear implant. No accident was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has 7 viable electrode channels with the cochlear implant. No accident was reported.